Manufacturer narrative:
(B)(4). Since no device defects or malfunctions occured, the device was discarded by the facility after the procedure. Therefore, the device was not returned to atricure for evaluation. The lot number of the device was unable to be ascertained. Device was discarded by facility.

Event description:
It was reported that during a bilateral deep style case, after pulmonary vein isolation using clamps, the surgeon brought the coolrail device in from above to complete ablations. During the procedure, the patient went into afib. While placing the pro140 clip, the surgeon used blunt-tip forceps to ensure the appendage was fully in the clip. Since the patient's tissue was friable, the appendage tore when grasped with the forceps, resulting in significant blood loss. The patient's blood pressure dropped to 30 for 10 minutes. The surgeon converted to a mini-thoracotomy to repair the tear. Although the surgeon was able to stop the bleeding using a satinsky clamp, the patient was non-responsive after coming off of the by-pass pump. There was no device malfunction, therefore, the device was discarded by the hospital after use and the lot number was not reported.